Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap chole procedure the tips of the jaws closed, but the clip did not form completely. The clip looked like a pear shape. The clip was placed on the vessel and fell off. The case was completed with the device. There was no pt consequence. The device was discarded.